Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had undefined occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'random occlusion alarm" was not reproduced. The device passed downstream occlusion testing. A review of the event history log revealed "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as an upstream occlusion alarm. The cause of this condition could not be determined as the device passed testing. Should additional relevant information become available, a supplemental report will be submitted.